Event description:
It was reported that the wire harness for the air-in-line detector was physically damaged, causing an air-in-line message even though the set is properly placed. The event occurred during testing and there was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. The device was visually inspected, found rear housing was broken and scratches on the lens. During inspection, the customer reported issue was confirmed. Replaced the air detector to correct the issue. The service history review had no indication that the complaint was related to a service of the device within the review period. The software was updated, and the device passed all functional testing after repair.